Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms in the tip-to-ring configuration. The physician decided to use another pacing vector as it was concluded that the tip of the lv lead was likely in infarcted tissue. After reprogrammed to a different vector, all measurements were noted to be in range and the crt-d was implanted successfully. No adverse patient effects were reported.